Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the e-sep pencil was activating and running during the procedure. The generator, grounding pad and pencil were replaced. It was reported that the holster for the electrocautery pencil was not used consistently during the procedure. Following the procedure, the surgical drape was removed to reveal 2 superficial burns/discolorations from the electrocautery pencil on the right side of the abdomen near the surgical incision. The attending surgeon applied liquiband adhesive to the affected sites.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure the e-sep pencil was activating and running during the procedure. The generator, grounding pad and pencil were replaced. It was reported that the holster for the electrocautery pencil was not used consistently during the procedure. Following the procedure, the surgical drape was removed to reveal 2 superficial burns/discolorations from the electrocautery pencil on the right side of the abdomen near the surgical incision. The attending surgeon applied liquiband adhesive to the affected sites.